Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and a loss of consciousness. Reportedly the customer received "emergent medical attention;" however no additional information was provided regarding type of medical attention or treatment given. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.